Event description:
It was reported that the videoscope exhibited video interruptions when the tip was bent. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the suggested event was caused since the image sensor unit cable at the bending section has shorted out due to an air leak on the bending section cover. The event can be detected by following the instructions for use under the following: operation manual, "chapter 3 preparation and inspection, 3.3 inspection of the endoscope". Olympus will continue to monitor field performance for this device.